Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during surgery, a piece of insulation came off of the device and was then removed from the patient.

Manufacturer narrative:
Upon visual inspection of the returned unit, the reported heat shrink damage condition was confirmed. There were scratch marks identified on the heat shrink (black insulation) and a significantly torn part which appears to have been caused by a sharp object, leaving visible a portion of the inner lumen (metallic tube). In addition, glue residue was found in the heat shrink¿s distal end. The unit was connected to an energy console. A p2 error code was observed. A p2 error corresponds to a "probe expired error" - the time since the first activations of the current probe has exceeded 24 hours. A p2 error code is expected (normal) to be obtained when connecting the probe after 24 hours of being activated for the first time.the device history record and non conformance historical data of the reported part and lot number were reviewed. There were no manufacturing related discrepancies observed that could contribute or be related to this condition. Probable root causes for the reported condition can be associated, but not limited to: component issue, improper assembly and/or misuse. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during surgery, a piece of insulation came off of the device and was then removed from the patient.